Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacer dependent patient's pacemaker exhibited noise. The physician opted to explant and replace the device. The patient was in stable condition.